Event description:
It was reported that the right atrial (ra) lead, which had high thresholds on a prior visit now presented with non-capture. The patient was "unaware and unconcerned." The device was reprogrammed to provide ventricular based pacing only. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.